Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/06/2013 with the following findings: there is no indication in the pump history that the pump delivered 100u on the date of the event (B)(6) 2013. Tdd total for (B)(6) 2013 is 19.045u. There are no associated alarms noted in the alarm history; only regular usage observed. Daily insulin delivery totals add up correctly and show the pump was delivering accurately up until the last date used. Pump was subject to a 29hr flow accuracy test; the pump passed and was found to be delivering within the specified range. The complaint could not be duplicated during the investigation.

Event description:
On (B)(6) 2013, the reporter, a health care provider (hcp) contacted animas and alleged the following: a patient came into his emergency room late last night at 11:15p with blood glucose (bg) 80 mg/dl , advising hcp that he received over 100 units of insulin sometime after 6:06p (last bolus 4.45p, per bolus history). The reporter was not able to provide details but stated the patient alleged there was a possible pump malfunction. Customer support (cs) then spoke with patient, who stated he felt shaky, sweaty and strange about 4 hours after dinner (at 6:p after giving 4.5 units) and bg was 150 mg/dl. At that time, the patient noticed the insulin read 32 units and discontinued the pump immediately. He alleged that the insulin amount at dinner time was approximately 132u felt that there were at least 100 units unaccounted for. So the patient then went to the hospital. When he arrived at hospital at 11:15p, his bg had dropped to 80 mg/dl . Patient removed the site upon admission. Bg at 11:54p was 71 mg/dl and at 05/21/2013 12a bg dropped to 55 md/dl. He was then treated with d50 and bg came up to 110 mg/dl, then dropped about an hour later to 50 mg/dl again, given d50 again. The patient was given d5 two times and then a d 10 drip started. Bg now is stable. Patient reports he changed the cartridge (only) yesterday with 200 units of humalog. Patient reports manually primed due to not changing the tubing or site, (patient adamant he did not manually prime with tubing attached, and did not prime by pump (which prime history indicates true). Last full site set change was on (B)(6) 2013. Patient reportedly changes site/set every 2 or 3 days, use abdomen and back of arm for sites. Norma bgl for patient is 100-160 mg/dl. Bg target 110. Cs was unable to determine after the review of pump history , tdd, bolus, basal, prime or suspend where insulin may have been inadvertently delivered. Tdd, bolus basal, prime and suspend are all correct.. Patient confirms all settings are correct. Bolus matches up for the 05/20. Advised patient there is no indication the pump delivered the 100 (approx) units. Patient adamant what he saw and how much he filled the cartridge with. Advised patient to remain off pump till the pump arrives. Patient is scheduled for discharge today. Although no specific evidence of pump malfunction, defect, or misuse was detected, this report is being made due to the possibility that the use of an insulin pump may have contributed in an unidentified manner to the hypoglycemia.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.